Manufacturer narrative:
Submit date: 4/12/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that when the tubing came off the rotor wheel, the unit did not alarm.

Manufacturer narrative:
The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a formal corrective and pr eventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.